Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the bag on the string broke while they were pulling it out of the patient. The bag was not full. The bag popped when they were taking the gallbladder out of the patient. [Name] confirmed that there was only 1 medical device malfunction. Additional information provided by [name] on 24mar2025. The bottom of the bag broke at the seal and the specimen was left in the abdominal wound. It was a 12mm port. We were able to get it out. The gallbladder had large stones. Dr. [Name] was pulling forefully but not so hard that he expected the bag to break. Intervention: we were able to get it out. Patient status: the patient is fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the bag on the string broke while they were pulling it out of the patient. The bag was not full. The bag popped when they were taking the gallbladder out of the patient. [Name] confirmed that there was only 1 medical device malfunction. Additional information provided by [name] on 24mar2025. The bottom of the bag broke at the seal and the specimen was left in the abdominal wound. It was a 12mm port. We were able to get it out. The gallbladder had large stones. Dr. [Name] was pulling forefully but not so hard that he expected the bag to break. Intervention: we were able to get it out. Patient status: the patient is fine.